Event description:
The biomedical engineer (bme) reported that the ibp waveform cannot be seen on this central nurse's station (cns). It can be seen on the bedside monitor (bsm), and they can see it on another central nurse's station (cns). Tech support had provided instructions to stop monitoring the bedside monitor and restart monitoring it, and qa contacted them to see if this resolved their issue. The customer stated that they have not had the chance to try out the troubleshooting steps yet. They also did not know if this happened when trying to monitor this bedside monitor on this central for the first time, or if bedside monitor was already being monitored on this central, and the ibp waveform dropped off. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ibp waveform cannot be seen on this central nurse's station (cns). It can be seen on the bedside monitor (bsm), and they can see it on another central nurse's station (cns). Tech support had provided instructions to stop monitoring the bedside monitor and restart monitoring it, and qa contacted them to see if this resolved their issue. The customer stated that they have not had the chance to try out the troubleshooting steps yet. They also did not know if this happened when trying to monitor this bedside monitor on this central for the first time, or if bedside monitor was already being monitored on this central, and the ibp waveform dropped off. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded to prior emails requesting device information, but they did not respond this email requesting patient information. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded to prior emails requesting device information, but they did not respond this email requesting additional device information.

Event description:
The biomedical engineer (bme) reported that the invasive blood pressure (ibp) waveform could be seen at the bedside monitor (bsm) and another central nurse's station (cns) but was not displayed at this cns. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the invasive blood pressure (ibp) waveform could be seen at the bedside monitor (bsm) and another central nurse's station (cns) but was not displayed at this cns. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Multiple attempts were made to obtain additional information from the customer, but these requests did not yield any additional information. The customer had indicated that it was unknown whether the cns had ever been used to take ibp readings. As such, it is likely that the cause for the ibp waveforms not appearing may be related to device setup. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the invasive blood pressure (ibp) waveform could be seen at the bedside monitor (bsm) and another central nurse's station (cns) but was not displayed at this cns. No patient harm was reported.